Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event can be confirmed based on the log files data. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file retrieved form the returned system controller, contained data recorded from 27oct2025 to 28oct2025 where loss of lvad comm, low flow and lvad off alarms were recorded. The actual motor speed, estimated flow, average pi, lvad temperature, and lvad software version were recorded at 0 for the duration of the log file. There were several instances where the driveline disconnect alarm was recorded and the loss of lvad comm, low flow and lvad off alarms briefly cleared and returned shortly after. The last entries captured on (B)(6) 2025 at 01:50 revealed a driveline disconnect, lvad off and low flow alarms, followed by silence alarm button pressed and shutdown sequence started. The periodic log file retrieved form the returned system controller, contained data recorded from 17oct2025 to 28oct2025. The data was captured at 1-hour increments. There were loss of lvad communication, low flow hazard, and lvad_off alarms recorded beginning on (B)(6) 2025 at 17:07:37 and continued for the remainder of the log file, consistent with events observed in the system controller event log file. The actual motor speed, estimated flow, average pi, lvad temperature, and lvad software version were recorded at 0 during this period. Prior to this date ((B)(6) 2025 at 17:07:37) there was an lvad_internal_fault alarm captured from the beginning of the log file. The lvad_internal_fault alarm did not appear to impact pump function, and the recorded pump flow ranged from 2.7 - 4.2 liters per minute (lpm). The returned system controller was functionally tested, and it was found to function as intended. The investigation did not identify a correlation between the system controller and the alarms captured in the log files. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient arrived in the emergency room with a low flow alarm (0.0 lpm), the pump running symbol not illuminated, the yellow wrench symbol illuminated, and unable to auscultate pump activity. At the time of admission, the low flow alarm has been active for 164 minutes. The patient was awake/alert and hemodynamically stable. A controller exchange was not performed at the time of the event due to unknown duration of time the pump's flow was 0.0 lpm and unknown anticoagulation status. Log files were submitted for tech services to review. Log file review appeared to confirm an lvad internal fault associated with an on-board communication/ memory condition. The event log appeared to capture pump operational at (B)(6) 2025 @1607 and a pump off event at (B)(6) 2025 @1932, meaning the pump stopped sometime between 1607 and 1932. The periodic log appeared to capture the low flow alarm being active and the pump being operational at (B)(6) 2025 @1008. The cause of the events was not able to be determined through log file review. It was later reported that corrosion was discovered at the inline connector of the modular cable.